Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1601214 were tested with control solution instead. All control solution results were not within the range specification. Extended investigation was completed on the retained test strips. All results were within the range

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that on (B)(6) 2016 at 5am, she tested using her adc blood glucose meter with a result of 416 mg/dl. The customer attempted to perform a second test, but the meter did not provide a result after a sample was applied to the test strip. The customer self-treated with metformin (and milk) at 5:30am. She self-presented to a clinic, and at 9am her blood glucose was tested by a health care provider with a result of 316 mg/dl. The customer was diagnosed with hyperglycemia and treated with an insulin injection. She was retested with a result of 233 mg/dl, and given another insulin injection. The customer was prescribed insulin as a new medication, in addition to her existing metformin (500 mg). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. Section "suspect medical device" incorrectly identified the meter as a freestyle lite meter in the initial MDR 30 day report. Section "suspect medical device" has been updated to reflect the meter is a freestyle freedom lite meter.